Event description:
Boston scientific/target was notified that this gdc 10-ultrasoft stretchresistant coil synerg detection circuit was the last coil being placed in the aneurysm. Went to withdraw as the coil was not stable in the neck of the aneurysm and it stretched and dislodged the previously detached coil. The gdc 10-ultrasoft stretch resistant coil synerg detection circuit broke and the physician was unable to withdraw it into the catheter. The condition of the patient was not affected by this event.